Event description:
Information received indicates the right brake caster swivel ratchet slips when the brake is set.

Manufacturer narrative:
The technician found the swivel ratchet was worn. He replaced the right head caster to repair the bed.